Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the detached part of the connecting tube. Based on the results of the investigation, it is likely the following led to the malfunction: due to usage stress or external factors. Based on the results of the investigation, a root cause could not be identified for the sticky grip or universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited a part of the connecting tube that had fallen off, and a sticky grip and universal cord. There was no patient involvement.